Manufacturer narrative:
The MFR did not receive the device. Other source documents such as surgical reports were provided. As no lot numbers were provided for the device, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info be received, or the product is returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4). Note: the pt is a bilateral pt, left side is referenced it on complaint: (B)(4).

Event description:
The pt is pursuing a product liability claim arising out the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on (B)(6) 2007 and underwent revision surgery on (B)(6) 2013 due to pain, loosening, fluid and corrosion.